Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address -(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva bag was leaking from the injection port. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.